Manufacturer narrative:
Updated catalog number.

Event description:
It has been reported that the device has failed a self-test.

Manufacturer narrative:
Updated reporting institution name and address.